Manufacturer narrative:
The insulin pump was unable to prime during prime alarm test and motor error alarm during basic occlusion tests due to moisture damage in faulty force sensor system. The motor tested ok. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and scratched display window during visual inspection. The pump was monitored and all operating currents tested within spec range. No unexpected batteries out limit alarms were noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call of a prime/fill anomaly, motor error and battery out limit from the insulin pump. The customer's blood glucose reading was 120 mg/dl. The customer stated that she took the battery out and received battery out limit. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that the motor error occurred during bolus delivery. The customer stated that insulin squirted out during manual prime. The customer will return the pump for analysis.